Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; d10: g3; h2; h3; h6. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01824. Visual examination of the returned product identified the devices are stuck together and could not be disassembled. There are indentations to the strike plate of the inserter. The threaded shaft hex feature has been stripped. This complaint was confirmed based on the returned devices. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that during the procedure, the cup got stuck to the impactor. There was no harm or health consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
Cmp-(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 00001825034-2023-01620. D10: cat #: 110003451 / g7 str modular shell inserter / lot #: 970130. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.